Manufacturer narrative:
No product was received for evaluation. The instructions for use states that if a leak is found, discard the solution and a new dialysate bag can be used. All treatments must be administered under a physician's' prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on (B)(6) 2024 from a health system professional who stated a dialysate bag broke during a renal replacement therapy on (B)(6) 2024. Additional information was received on 29 mar 2024 from a critical care nurse who stated there was no adverse impact to the user or patient.